Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Log review showed multiple suction and impella position unknown alarms within the first 30 minutes of the pump running. There are no abnormalities with the motor current in this time. The optical parameters were stable throughout the case. There are some small motor current spikes throughout the rest of the case, but no significant spikes indicating large biomaterial ingestion. Product was returned and evaluated. The 5s parameters were all in-spec. The signal-to-noise ratio was near the low end of the spec at ~2800. The pump also passed the laser continuity test. A catheter kink was found right before the motor housing as noted in the clinical details. The 5s parameters did worsen when bending at the kink. The pump passed all electrical testing related to the motor current cables. There was a small amount of biomaterial found on the underside of the impeller. The pump was run in a bucket of water for 15 minutes. There was slightly saturated flows, but there was biomaterial on the returned pump. Otherwise, the pump ran without issue. The product evaluation showed the pump's functionality was not affected by the catheter kink or biomaterial. Based on the clinical details and data log review, it is unclear what the reported issue was. The root cause of the optical signal issue was not determined since insufficient clinicals details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during insertion, the shaft of the motor connection bent at the artificial blood vessel anastomosis site. The implant was successful, but the motor waveform reading went completely flat. Support with the implanted pump continued despite the resulting optical signal issues. There was no report of patient harm resulting from the failure. The patient passed away on support after seven days. There was no allegation of device association with the patient's passing.